Manufacturer narrative:
According to the information provided by the technician, the customer reported that there were issues with too high pressure during ventilation of the patient on CPAP and niv mode. The claimed issue was not reproduced during on-site visit. The device successfully passed pre-use check and was tested on simulated ventilation test without any deviation. The device was delivered to the user in working condition. Review of the device's logs confirms issue during ventilation. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: airway pressure high, CPAP high, CPAP low, respiratory rate low, peep low, check tubing and leakage too high. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms indicates problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing). Review of the logs confirmed that prior to and after the ventilation and reported issue. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been conclusively determined. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator.

Event description:
It was reported that the ventilator generated alarm for airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).